Manufacturer narrative:
Method: visual inspection, device history review, complaint history and risk assessment analysis, and material analysis. Results: visual inspection: the tip of the returned instrument is broken at junction of hexagonal tip and cylindrical part of inner shaft. Machining lines are well visible on 8.5mm diameter zone. Device history review: conformity of hexagon shape, functional testing, appearance and shape were checked on entire batch. No non conformities or deviations linked with reported event were noted during manufacturing process. Complaint history: seventeen complaints were received for breakages of the hexagon tip in this torque wrench. Material analysis: two instruments from prior complaints were sent to external and internal labs for analysis. The analyses demonstrated that the device failed as a result of a semi-fragile sudden rupture process initiated by an important notch effect. No anomaly of micrographic structure and chemical composition was discovered. Risk analysis: there were no adverse consequences reported. Conclusion: the reported breakage was confirmed and a non-conformance report has been initiated.

Event description:
It was reported that upon final tightening, the tip snapped off.